Manufacturer narrative:
An event regarding revision involving an unknown right knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page; worst mistake I ever made. I am on number 5 replacement on the same knee. First one got infected within 1 year from surgery. Was septic and I damn near died, 6 weeks in ICU. Number 2 came loose in 2 years, number 3 came loose in 4 1/2 years, number 4 lasted 6 1/2 years, and number 5 was put in last november. Hurts every day. I have to use a walking stick. Numbers 4 and 5 were done at the (B)(6) orthopedic center. When they put in number 5, a 3 inch piece of my tibia was split and detached from the main bone. Doctors had to wire the piece back onto the main bone.

Manufacturer narrative:
An event regarding revision involving an unknown right knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page; worst mistake I ever made. I am on number 5 replacement on the same knee. First one got infected within 1 year from surgery. Was septic and I damn near died, 6 weeks in ICU. Number 2 came loose in 2 years, number 3 came loose in 4 1/2 years, number 4 lasted 6 1/2 years, and number 5 was put in last (B)(6). Hurts every day. I have to use a walking stick. Numbers 4 and 5 were done at the ucsf orthopedic center. When they put in number 5, a 3 inch piece of my tibia was split and detached from the main bone. Doctors had to wire the piece back onto the main bone. Additional fb comment received, "first knee replacement got infected, I was septic, in ICU for 4 weeks. I have had a total of 5 knee replacements on my left leg. The last one was installed in november. The longest time the steyker knee lasted was number 4 which made it 6 years before coming loose. With number 5 the pain is getting progressively worse. I fear that after 8 months the femoral component is loose. If so, I am going to ask for the lower leg to be amputated and get a prosthetic. My life's greatest regret is getting the first knee replacement. My right knee is bone on bone and hurts far less than my current knee replacement." Additional fb comment received, "1st. One got infected. Spent weeks in ICU. 2nd one came loose within two years. 3rd one was done at ucsf orthopedic center, it came loose in three years. 4th one also done at ucsf orthopedic center, it lasted a little over 6 years and came loose. I had the 5th one installed on (B)(6) 2023, currently I am in pain daily, thigh pain about 6 inches above knee joint. Hurts to walk. Have a doctor appointment with ucsf surgeon on july 30. If this one is loose, I am asking for a referral to another orthopedic specialist who does not use stryker knee parts and is not at ucsf."